Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range shock impedance measurements. As the other thresholds remained within normal limits with no presence of noise, this lead remains in service and will continue to be monitored. No adverse patient effects were reported.